Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: state: (B)(6). H3/h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment (source file - re notification- salida no conforme). Visual analysis of the photo revealed that the tip of scrdriver shaft 1.3/1.5 t4 self-holding, p/n: 03.130.010, lot: 83p0298, was broken. The broken fragment was not visible in the provided evidence, no other problem identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for scrdriver shaft 1.3/1.5 t4 self-holding, p/n: 03.130.010, lot: 83p0298. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot manufacturing location: supplier- (B)(4). Manufacturing date: 02-jun-2021. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. Lot number: 83p0298 (non-sterile). Lot quantity: 92. Four pieces were scrapped in cell at op #60, vendor tin coat, for destructive testing. Production order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, ns068071 rev g met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from (B)(4) for op # 10 (vendor machine) dated 23-mar-2021 was reviewed and determined to be conforming. Hardness specified at hrc 57-60; hardness certified at hrc 58.26. Inspection certificate supplied to (B)(4) from (B)(4) (for raw material) dated 17-sep-2019 was reviewed and determined to be conforming. Certification of analysis supplied by (B)(4) for op # 60 (tin coat) dated 04-may-2021 was reviewed and determined to be conforming. Certificate of compliance supplied by (B)(4) for op #80 (colorize) dated 27-may-2021 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. Note: DHR review was retrieved from pi-16451411017804947 as the lot number was the same. Device history review 21-feb-2022: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during the procedure, at the time of drilling, the 1.5 system drill bit broke and when the screw was placed with the 1.5 cruciform screwdriver piece, it lost its distal end, which does not allow the screw to be grasped in the recess, we proceed to pass another screwdriver piece of the same system, but the same thing happens to this one. This complain involves one (1) device. This report is for one (1) scrdriver shaft 1.3/1.5 t4 self-holding. This is report 3 of 3 for complaint (B)(4).